Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2005, including records for total abdominal hysterectomy, left salpino-oophorectomy, appendectomy and open cholecystectomy, were not provided. (B)(6) 05: (B)(6) hospital. (B)(6), md. Operative report. Procedure: laparoscopic repair of ventral incisional hernia with dual mesh gortex 10 cm x 15 cm, and extensive lysis of adhesions. Preop diagnosis: ventral incisional hernia. Postop diagnosis: ventral incisional hernia, reducible. Extensive intra-abdominal adhesions. Brief history: this 45-year-old female had previously undergone total abdominal hysterectomy, status post left salpingo-oophorectomy, status post appendectomy, status post laparoscopic open cholecystectomy. After her hysterectomy she developed and incisional hernia for which she was evaluated. She was scheduled for elective surgery. Operation: ¿the patient was administered general anesthesia. Her abdomen was prepped with betadine, she was toweled and draped in sterile fashion. Laparoscopic camera and video equipment was set up. Skin incision was made along the anterior axillary line in the left side midway between the subcostal margin and the iliac crest. Skin and subcutaneous tissue incised with 15 scalpel blade using bovie. The subcutaneous tissue and fascia was divided. Abdominal muscles were split in the direction of the fibers. The fascia and peritoneum was grasped with hemostats, divided with metzenbaums. The peritoneal cavity was entered. A purse string suture was placed using 0 vicryl. The hasson cannula was placed, pneumoperitoneum was achieved, and then the 5 mm cannula was introduced inside the peritoneal cavity. Extensive adhesions were noted. There was no place really to place the 5 mm cannula. Two 5 mm cannulas were placed in the left upper quadrant. With the help of straight dissectors and the endoshears, these adhesions were taken down. The small bowel was also stuck to the anterior abdominal wall; these adhesions were carefully taken down. The 5 mm trocar and cannula was placed in the left lower abdomen. Another 5 mm trocar and cannula were placed in the right lower abdomen. During the dissection, a portion of the small bowel mucosa was noted; this was a serosal partial tear. The bowel was carefully examined. There was no evidence of any leakage of sepsis entericus. Then the hernia defect was carefully examined. A 10 cm x 15 cm mesh gortex dual mesh was taken. Approximately more than an hour was spent in lysing the adhesions. The mesh was taken and the four corner stitches were made. The abdominal wall was also marked and the mesh was marked on both sides. The four corner stitches were placed using 0 gortex. The mesh was rolled in a cigar roll fashion and introduced through the hassan cannula. It was unfolded and the corner stitches were then grasped after making incisions with the 11 scalpel blade and using the gortex suture passer. The suture needle was then used and the two sutures in each corner were then grasped. We noted that the portion of the mesh was slightly turned because on relaxing the sutures, we noted the suture on the right side which was marked had been grasped on the surface which was to stay inside and not from white surface which is supposed to be attached to the anterior abdominal wall. The sutures were released and the mesh was returned and then the sutures were re-grasped. The corner stitches were then tied and then using the 5 mm retractor, the mesh was tacked in a circumferential fashion. 20 cc of 0.25 % marcaine was infiltrated in all the port sites. The abdominal cavity was then examined, there was some blood which was aspirated out. No sepsis entericus was noted. The cannulas and camera were removed. The co2 was allowed to escape. The fascia was stitched with 0 vicryl. Hassan cannula site was then approximated. Skin closed with 4-0 biosyn. Steri-strips were applied. Sterile dressing applied. IV fluids during surgery, 800 ml. Estimated blood loss 15 ml.¿ (B)(6) 05: (B)(6) hospital. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 03556394. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (B)(4)) was implanted during the procedure. Records between (B)(6) 05 and (B)(6) 08 were not provided. (B)(6) 08: (B)(6) hospital. (B)(6), md. Operative report. Pre/postop diagnosis: ventral incisional hernia. Operation performed: repair of ventral incisional hernia. Attempted laparoscopic repair of ventral hernia. History: this 48-year-old female has a history of sarcoidosis. She has had a total hysterectomy and bilateral salpingo-oophorectomy for dermoid cyst in 2004. Sha had a subsequent hernia that was repaired laparoscopically 2 years ago. She had an appendectomy in 1996 and open cholecystectomy. The patient had developed pain and swelling int he [sic] right side of the abdomen. She was evaluated and was noted to have a reducible ventral incisional hernia and was scheduled for elective repair. Procedure: ¿the patient was administered general anesthesias. Abdomen was prepped with duraprep. She was toweled and draped in a sterile fashion. Large opsite drape (3m company) was placed. The hernia site had been marked with a marking pen. In the epigastrium, a skin incision had been made. A long veress needle was used to achieve pneumoperitoneum. That was not successful. Using the optiview scope, the extra long 12-mm cannula was taken and then the camera was introduced. Under direct visualization an attempt was made to enter the peritoneal cavity. Once the peritoneal cavity was entered the co2 was insufflation. The peritoneal cavity was entered; however, the transverse colon was noted and adhesions were noted. There was so many adhesions, there was no way to enter the peritoneal cavity. At this point, I decided to open the patient. The cannula was removed. There had been no evidence of any bile or bowel leak. Using the previous lower midline incision, skin and subcutaneous tissue was incised. Half of the incision was above and half was below the umbilicus. Once the skin and subcutaneous was incised then the fascia was reached. The fascia was then opened. The patient had a thick layer of adipose tissue and once the fascia was divided then the rectus abdominus muscle was identified. There was bleeding from the rectus abdominus but there was a lot of scarring so I then went lateral to the rectus abdominus muscle and identified the posterior rectus sheath. The posterior rectus sheath was then grasped with two hemostats. The peritoneal cavity was entered. The small bowel was identified; however, because of the depth of the wound, it was difficult to see properly. Then a bowel forceps retaining retractor was placed. The facial was incision was extended. The old gore-tex mesh was identified. A small hernia was noted on the right side inferior and lateral to the umbilicus. Because of the scar tissue and adhesions it was very difficult and tedious dissection. Several attempts were made to see if I could clear the bowel away from the anterior abdominal wall. Then I could proceed mesh inside so that it would provide adequate strength to the abdominal wall. It was difficult to do that. I then decided to repair the hernia from outside. The peritoneum was then closed with 3-0 biosyn. Fascia was approximated with 0 biosyn. The edges of the fascia was then imbricated with interrupted 0 nurolon. A marlex mesh was taken measuring 25-cm x 35-cm. This was cut to size and the edges of the fascia were exposed on either side 10-cm on the right side and another 6-cm on the left side at least. The mesh size was about 16-cm x 12-cm. It was then cut and this was folded on itself and then placed. A slit was made at the level of the umbilicus. The mesh was anchored to the fascia with 0 nurolon. The subcutaneous tissue was closed with 3-0 biosyn. Skin was closed with 4-0 biosyn subcuticular sutures. Sterile dressing was applied. Because of her previous operations and adhesions it was a tedious dissection. In case the patient were to ever develop a hernia again another operation will be very tedious. I am planning to recommend to the patient that she should take a job that does not require so much heavy lifting. She would be prone to develop hernias in the future if she continues to lift heavy weights. IV fluid administered during surgery is 1100 ml. Estimated blood loss was 200 ml.¿ (B)(6) 08: (B)(6) hospital. (B)(6), md. Operative report. Preop diagnosis: incarcerated ventral recurrent incisional hernia. Postop diagnosis: incarcerated ventral recurrent incisional hernia. Meshoma with marlex mesh used in may 2008. Meshoma with gore-tex mesh used a few years ago. Operation performed: repair of incarcerated recurrent ventral hernia with mesh. Anesthesia: spinal anesthesia. History: this 48-year-old female has a history of diabetes and hypertension. She has had an appendectomy, cholecystectomy, total abdominal hysterectomy and bilateral salpingo-oophorectomy. She had a ventral incisional hernia that was repaired laparoscopically with gore-tex mesh a few years ago. She had a recurrent hernia that was repaired in (B)(6) 2008. Subsequent to that she developed some cellulitis and was treated with IV and oral antibiotics. She had developed allergic reaction to mesh in the sense that there was a hard mass that was noted and being followed clinically. On friday, (B)(6) 08, while lifting a bag of laundry, she noticed severe abdominal pain. She felt as if she was giving birth to a child. She stayed home on saturday and sunday. When she was seen in the clinic today, she appeared to have a recurrent ventral incisional hernia. The hernia appeared to be reducible but because of the body habitus, a CT scan to rule out incarceration was done. This did reveal evidence of incarceration. She was then taken to the or. Procedure: ¿the patient was administered spinal anesthesia. Foley catheter was placed. The abdomen was prepped with duraprep. She was toweled and draped in a sterile fashion. Using previous skin incision, skin and subcutaneous tissue was incised with a #10 scalpel blade. Using the bovie, the subcutaneous tissue was divided until the fascia was reached. When the fascia was reached, a large cement like tissue was noted which was the old marlex mesh. This was carefully dissected away from the fascia. This had been placed in an onlay fashion over the fascia. Then the hernia was noted in the infraumbilical region to the right of the midline. The hernia sac was identified. The hernia was opened. It continued a small bowel loop that had edema on CT scan and also erythematous on exam. The fascia was then extended along the length of the incision. The old gore-tex had also formed a meshoma. This was also excised along with the pro tacks. The dissection was tedious and very slow. The small bowel was adherent to the fascia and then the fascia was carefully grasped with kocher clamps and the omentum, fat and small bowel were separated from the fascia for at least 5-cm on either side of the midline. With the 5-cm margin on either side of the fascia defect, the entire fascia dimensions were 15 x 15-cm. A 15 x 20 cm mesh was taken. This was the colamend that was made from the skin of a pig. This was made by the bard company. This was brought in and cut to size. 2-cm interval sutures were placed using 0 prolene. Once the fascia was mobilized in all four areas around the fascial defect then the mesh was placed. It was anchored to the fascia using the endo close technique. During the dissection, care was taken not to cause any enterotomy. No eneterotomy was noted but there was some bleeding from the omentum and this was controlled with the help of electrocautery. First the right sutures were anchored to the fascia then the left side. Then the superior sutures and then inferior sutures were anchored. When all the sutures were placed, the sutures were pulled up and they were approximated. There was a small wrinkle in the midline of the mesh. Then the fascia was approximated and with each bite, a portion of this wrinkled mesh was then taken with a bite. #1 prolene was used. Once the fascia was closed then a #10 jackson-pratt drain was placed over the fascia. The mesh had been placed using the inlay technique. The subcutaneous tissue was closed with 3-0 biosyn. Skin closed with staples. Jackson-pratt drain was anchored with 3-0 nylon. Sterile dressings were applied. IV fluid administered during surgery was 1100 ml. Estimated blood loss was 200 ml.¿ (B)(6)08: (B)(6) health system. (B)(6), md, phd. Surgical pathology report. Specimen: hernia mesh. Diagnosis: abdominal wall, ventral herniorrhaphy: mesh with dense fibrous connective tissue, suture debris, and foreign body giant cell reaction. Clinical history: pre/postop diagnosis- recurrent ventral incisional hernia. Gross description: ¿hernia mesh¿: the specimen consists of many irregular shaped fragments of adipose tissue and synthetic mesh with intermixed sutures and metallic staples, having an aggregate dimension of 11.0 x 8.0 x 2.5 cm. Representative sections of tissue are embedded I one cassette. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2005, including records for total abdominal hysterectomy, left salpino-oophorectomy, appendectomy and open cholecystectomy, were not provided. (B)(6) 2005: (B)(6). Consultation. While at work noticed swelling in umbilicus, very painful. States has to lift heavy weights at work. Noticed swelling in umbilicus and can hear gurgling sounds. Past medical history: status post open cholecystectomy, appendectomy, mediastinoscopy, hysterectomy, left salpingo-oophorectomy, right salpingo-oophorectomy for teratoma. History of sarcoidosis, diabetes mellitus, asthma. Social history: quit smoking about a year ago. Medications: actos. Exam: abdomen; there is a 4 cm reducible umbilical hernia localized to the level of the umbilicus. The midline incision is healing well. Impression: incisional hernia at the level of the umbilicus. Plan: recommended for surgery, not to lift greater than 20 pounds until surgery is performed. (B)(6) 2005: (B)(6). History and physical. Dr. Naqvi asked for professional opinion regarding tammy¿s ability to undergo anesthetic for umbilical hernia repair. Past medical history: hysterectomy in 2004. Biopsy for sarcoidosis 2004. Lap chole [cholecystectomy], appendectomy in 1986, left oophorectomy prior to total hysterectomy in 2004. Asthma and sarcoidosis. Exam: weight 222 pounds. Abdomen; obese, tender umbilical region and right lower quadrant of umbilicus, there is a bulge present with palpable peristalsis. Tender in upper quadrant bilaterally. Assessment: umbilical hernia. (B)(6) 2005: (B)(6). Progress note. Complains of incisional pain. Abdomen is soft, old blood on dressing. Some incisional tenderness, no evidence of cellulitis. Status post repair of ventral incisional hernia. Laparoscopic lysis of adhesions. Diabetes mellitus. (B)(6) 2005: (B)(6). Discharge summary. Principal diagnosis: incisional hernia. Laparoscopic repair with mesh. Sarcoidosis. Diabetes mellitus, well controlled. Discharge instructions: activity as tolerated. Follow up in a week. Off of work until then. (B)(6) 2005: (B)(6). Office note. States had a fever on sunday and monday of 100 degrees and some drainage from incision over the weekend. Abdomen is soft and nontender. Ecchymosis in the incision site near the umbilicus. Small seroma, small hematoma. In the infraumbilical region there is some redness of incision site right lower abdomen and left mid abdomen. Impression: hematoma. Using sterile technique 100 % lidocaine was infiltrated over the hematoma site and then a 22 gauge needle was used to remove about 10 cc of dark brown colored fluid. Patient was advised to take cephalexin. (B)(6) 2005: (B)(6). Office note. States she fell on sunday, (B)(6) 2005 and is having pain in left side. Exam: swelling near the umbilicus measuring 6 cm x 4 cm. Ecchymosis around incision site is decreasing in intensity. Impression: seroma. Skin was prepped with betadine. Using 1% lidocaine buffered solution, 5 cc of instilled in the skin and subcutaneous tissue. Using a 22-gauge needle 30 cc of serosanguinous fluid was aspirated out. (B)(6) 2005: (B)(6). Office note. Follow-up. Exam: abdomen; no evidence of incisional hernia. Small 2.5 cm diameter seroma just beneath the umbilicus. Impression: seroma, recurrent. Using sterile technique skin was prepped with chlorhexidine. Lidocaine 1% was infiltrated into the skin and subcutaneous tissue. An 18 gauge needle was taken and 15 ml of serosanguinous fluid was aspirated out. Swelling resolved completely. (B)(6) 2005: (B)(6). Office note. Pain in right side of abdominal incision. Seroma measuring 1.5 cm in diameter to the right of umbilicus. Incision site healing well. No evidence of recurrent incisional hernia. Seroma, status post repair ventral incisional hernia, laparoscopically. Abdomen was prepped with chlorhexidine solution, 1% lidocaine infiltrated in skin and subcutaneous tissue. An 18 gauge needle was used and 10 ml of sanguineous fluid was aspirated out. (B)(6) 2005: (B)(6). Office note. No complaints. Exam: abdomen; no evidence of recurrent hernia, however there is small swelling palpable in the umbilicus. Impression: seroma. Plan: abdomen was prepped with chlorhexidine solution. 1% lidocaine was used and 18 gauge needle was taken and some old blood was withdrawn. Sterile dressing applied. Follow-up one month. Small swelling still persistent below the umbilicus which is probably secondary to her organized hematoma. (B)(6) 2005: (B)(6). Office note. Incision site is healing well. No complaints. Records between (B)(6) 202005 and (B)(6) 2008 were not provided. (B)(6) 2008: (B)(6). Office note. Approximately 4 weeks after abdominal surgery developed cellulitis that was treated initially with oral antibiotics. Cellulitis continued. Treated outpatient IV. Wounds cultured, no growth noted. Cbc within normal limits. Exam: abdomen; some discoloration on right side of lower abdomen. There is about a 2-mm wound left. Some hard tissue palpable beneath the umbilicus that is probably hardened mesh. No evidence of recurrent hernia at this time. Impression: cellulitis, status post repair of incisional hernia. Plan: advised to rest another two weeks. If the mesh does not bother her we will leave it in. If it causes her discomfort, then I will have the mesh removed. [Missing records: a culture report for ¿wounds cultured¿ was not provided.] (B)(6) 2008: (B)(6). Office note. Complain of pain in abdomen if she lifts something heavy or if she bumps her stomach. Exam: abdomen; erythema resolved. No evidence of recurrent incisional hernia. Some induration of mesh that is palpable underneath the skin and subcutaneous tissue. Impression: cellulitis that has now resolved. Plan: her job requires heavy lifting. She is concerned about recurrence of hernia. Recommended rest until (B)(6) 2008 and return to work (B)(6) 2008. (B)(6) 2008: (B)(6). Office note. States went to work today, lifted 30 pound box, had excruciating pain in abdomen going to groin. Last few days having difficulty swallowing. She is very concerned as there is no light duty at work and she feels she is not capable of lifting heavy weights at this time. Exam: abdomen; no evidence of incisional hernia. There is some mesh noted palpable beneath subcutaneous tissue but no cellulitis. Impression: dysphagia. Plan: advised to have egd. No work for 2 weeks. (B)(6) 2008: (B)(6). Office note. Complains of pain around incision site. No history of fever. Exam: incision site healing well. Near the umbilicus where the two folds of the abdominal panniculus meet, there is a slight dehiscence of the wound. No cellulitis noted. No evidence of recurrent hernia. Impression: status post repair of recurrent incisional hernia with porcine mesh. Plan: staples removed. Staples around umbilicus were left behind. Jp drain was removed. (B)(6) 2008: (B)(6). Office note. Pain lower abdomen. Afraid to lift anything heavy because gets pain in abdomen. Exam: no evidence of incisional hernia. Old mesh is hardened and felt in the subcutaneous tissue. Pathology revealed reflux esophagitis and gastritis. (B)(6) 2008: (B)(6). History and physical. Sharp lower abdominal pain experienced this past weekend while lifting a basket of laundry, maybe 10-20 pounds. Exam: abdomen; tenderness around umbilical region with a small hernia. Seems to be off midline incision with a little fullness to lower aspect of midline incision. Reducible and minimal. Assessment: abdominal incisional hernia with questionable reaction to previous mesh. History multiple abdominal surgeries. (B)(6) 2008: (B)(6). Radiology-CT abdomen/pelvis. Reason for exam: history ventral incisional hernia. Lung bases negative. There is evidence of prior anterior abdominal wall hernia repair with mesh. There is recurrent hernia which appears to originate along the right aspect of the mesh. This is to the right of the umbilicus. This contains a small bowel loop which is mildly prominent and shows some thickening of the wall. To the left of the umbilicus there is some fluid and infiltration. There is contrast in the small bowel as well as the colon. Nonobstructed pattern. Liver uniform. Perisplenic nodes are stable. Periportal and retroperitoneal nodes are stable. The patient has a history of sarcoid. Pancreas, adrenals and kidneys negative. No pelvic mass or fluid collection. Impression: recurrent ventral abdominal hernia just to the right of midline, to the right of the umbilicus. This contains a mildly dilated small bowel loop. This is nonobstructed. This contains a mildly dilated small bowel loop. This is nonobstructed. There is some mild wall thickening. Reviewed with dr. Naqvi. (B)(6) 2008: (B)(6). Progress note. Complains of incisional pain. Exam: abdomen; tender near incision site. Jp drain has serosanguinous drainage. White cell count 10.2. Impression: postop day #1 status post recurrent ventral incisional hernia repair with colamend (porcine mesh). (B)(6) 2008: (B)(6). Progress note. Exam: abdomen: incision site healing well. No drainage noted. Impression: status post repair of ventral recurrent incisional hernia. Diabetes mellitus. Plan: abdominal binder will be given. Follow-up for jp removal. Advised not to lift weights greater than 10 pounds. (B)(6) 2008: (B)(6). Discharge summary. Principal diagnosis: incisional hernia. Sarcoidosis, stable. Diabetes mellitus, controlled. History reactive airway disease, stable. History: presented to hospital with increase in abdominal pain. Workup revealed recurrent incisional hernia on the ventral aspect. Loop of mildly dilated small bowel. No obstruction. Underwent repair of hernia. Different type of mesh used. Jackson-pratt drain was in place. Exam: abdomen; incision intact. No heavy lifting. (B)(6) 2008: (B)(6). Office note. Pain in incision site. Exam: no remnants of recurrent ventral incisional hernia. Impression: status post recurrent ventral incisional hernia repair. Diabetes mellitus. Advised rest for 12 weeks. (B)(6) 2008: (B)(6). Office note. Complains of occasional pain in incision. States binder is helping. Exam: abdomen; no evidence of recurrent incisional hernia. Some swelling palpable over lower part of incision, probably secondary to the mesh. Impression: status post repair of recurrent incisional hernia. Staples removed, steri-strips were applied. (B)(6) 2008: (B)(6). Office note. On exam erythema over lower part of incision at umbilicus. Assessment: cellulitis, status post recurrent ventral incisional hernia repair. Plan: previous area of dehiscence around umbilicus because she has 2 abdominal panniculi and where they meet in the middle, it is difficult to approximates tissue. Diabetes and history of smoking that does not help with healing. (B)(6) 2008: (B)(6). Office note. Some pain when moves around, is wearing the abdominal binder. Exam: abdomen; no evidence of recurrent hernia. Midline is healing fine. Small amount of drainage at umbilicus where the two abdominal panniculi meet in the center has healed. No drainage noted. Impression: status post ventral and recurrent incisional hernia repair with some area of cellulitis has now resolved. Plan: advised to rest. (B)(6) 2008: (B)(6). Office note. Pain right lower abdomen, could not walk. Exam: abdomen; distended but soft. Area of tenderness in left mid abdomen. No evidence of any incisional hernia. Right lower exam does not reveal any evidence of inguinal hernia or bruising. Impression: abdominal wall pain. Injury secondary to a bike. Status post recurrent incisional hernia repair. (B)(6) 2008: (B)(6). Office note. Notices some pain right lower abdomen, sometimes left lower abdomen. Exam: abdomen; appears to be small subcutaneous lipoma in right lower abdomen at level of umbilicus. Midline incision healed well. No evidence of recurrent incisional hernia. No evidence of inguinal hernia. Plan: not to lift weights greater than 20 pounds. (B)(6) 2010: (B)(6). Consultation. Chief complaint: right inguinal pain, possible right inguinal hernia. History: had problem with umbilical hernia in the past. Episode earlier in june when carrying milk jugs and suddenly had pain in the right inguinal area. Continues to be problem causing some pulling sensation when walking or working. Surgical consultation was requested for what may be an early right inguinal hernia. Significant history back in 2006 had umbilical hernia repaired. In 2008, she had this two other times. Recurrence repaired and a third time needed additional repair work. Physical exam: abdomen; shows midline incision, healed. No evidence of recurrence around umbilicus. Some tenderness right lower quadrant. Tenderness when lays down. Appear to be just above and slightly to right of pubis but again no specific mass noted. Impression: possible hernia, left inguinal area. Recommendation: observation. CT scan to determine if her anterior abdominal wall is intact or not. Advised to take it easy extra resting as to minimize such strain. (B)(6) 2010: (B)(6). Radiology-CT abdomen/pelvis. Reason for exam: abdominal pain right side, possible hernia/recurrent hernia right side. Impression: the patient has had several prior ventral hernia repairs. Post surgical changes at this time. No recurrent hernia. Bowel is nonobstructive. Few sigmoid diverticula. No specific evidence for diverticulitis. (B)(6) 2014: (B)(6). Radiology-CT abdomen/pelvis. Reason for exam: abd/pelvic pain, hx of sarcoidosis. Impression: suggestion of wall thickening of portions of small bowel and perhaps portions of rectum. Wall thickening versus nondistention of stomach. Mild dilation/prominence of portions of small bowel. Findings could be due to nonspecific ileus/enteritis. Involvement with sarcoidosis or other process in these areas not excluded. Mildly prominent loops of bowel, probably mainly proximal small bowel/jejunum left side of abdomen, relatively more prominent than more distal small bowel, and low grade partial small bowel obstruction not completely excluded, possibly related to adhesions, scarring, post operative changes, or other process anterior abdominal wall near umbilical/periumbilical level where portions of bowel appear closely applied to anterior abdominal wall and areas of irregular calcification anteriorly. No complete or high grade bowel obstruction seen. Post operative changes anterior abdominal wall area. Evidence of fatty density of portions of anterior abdominal wall musculature, rectus abdominous, right greater than left, and thickening, stranding along portions of anterior abdominal wall with bowel closely applied to anterior abdominal wall which could be post operative changes. Diverticula of colon without current radiographic evidence of acute diverticulitis. (B)(6) 2017: (B)(6). Progress note. Assessment/plan: intermittent left lower quadrant abdominal pain. During physical exam, no obvious hernia was appreciated left lower quadrant. Will review ultrasound study with radiologist. May benefit from CT scan abdomen and pelvis given multiple abdominal surgeries in the past. History of present illness: presented with left lower quadrant abdominal pain. Underwent ultrasound evaluation and there is a possible hernia. Has extensive abdominal surgery history. After hysterectomy, patient underwent a hernia repair in 2004/5. Patient had recurrence of hernia in 2008 followed by 2 weeks later mesh removal and placement of biologic mesh. (B)(6) 2017: (B)(6). Radiology-CT abdomen/pelvis. Reason for exam: left lower quadrant abdominal pain. Rule out hernia, history of sarcoidosis. Impression: small defect of lateral/anterolateral abdominal wall left lower quadrant abdomen/left side of pelvis compatible with small fat-containing hernia/spigelian hernia. Approximately 9 mm rounded hypodense nodule left adrenal, possible myelolipoma, appearing new, changed, or better seen/more conspicuous. Thickening, stranding, irregular calcification along anterior abdominal wall with loops of bowel closely aapplied to anterior abdominal wall, possible postoperative changes, scarring, adhesions, appearing similar to 11/6/2014. Mildly prominent loops of small bowel with suggestion of mild wall/mucosal thickening, mainly left side of abdomen, possibly mainly jejunum, similar to 11/6/2014. Findings may be due to non specific ileus/enteritis. Some of the loops of small bowel appear slightly more prominent relative to more distal small bowel loops and very low-grade partial bowel obstruction, changes from sarcoidosis, or other process not excluded. No complete or high-grade bowel obstruction seen. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2015 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, meshoma, chronic abdominal pain, hernia recurrence. Additional event specific information was not provided.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating; manufacturer/compounder: w. L. Gore & associates, inc.; lot number: 03556394. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated result code. Conclusion code remains unchanged.